Event description:
It was reported that after successful deployment of a bifurcated device and a suprarenal aortic extension, a proximal type I endoleak was identified on a computed tomography scan. Reportedly, the physician ballooned the device and placed an additional suprarenal aortic extension and ballooned again, but an endoleak was still present. The physician elected to convert to an open repair and explanted the devices. The patient was treated with a surgical graft. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device retained at hospital.